Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-27227. It was reported that the patient presented at the emergency room with inappropriate shocks. The patient reported heavy lifting prior to receiving shocks. It was observed that the right ventricular and right atrial lead had dislodged. The right atrial lead was repositioned and the right ventricular lead was explanted and replaced. The system was functioning well. The patient was stable before, during and after the procedure.